Manufacturer narrative:
Following completion of product analysis for (B)(4), fa has determined that two seemingly unrelated failures reported ((B)(4) - self-test failure found in psdr, 3295703 ¿ premature battery, possibly as the result of a device issue) were the result of pca contamination. Based on this (B)(4) will be closed as duplicate of (B)(4).

Event description:
It has been reported that the device will not power up.